Event description:
Complainant alleged that during a routine shift check by a clinician the device intermittently displayed only a green dot on the monitor screen. The complainant indicated that there was no patient involvement in the reported failure.